Event description:
The customer reported that the 840 ventilator had a distorted display. Covidien customer support engineer (cse) upgraded the graphical user interface (gui) pcb. The ventilator passed all testing.